Event description:
It was reported that during a follow up, low ventricular sensing was observed. A inappropriate shock due to oversensing of noise was noted via stored egms. Fluoroscopy revealed lead dislodgement. Lead repositioned is planned. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).